Event description:
It was reported that "two applicators has failed after 6 months with near identical issues. Customer has been reporting this is happening with many of the new appliers. The jaws are getting stuck closed or not fully opening in certain positions as rotated, particularly when the flush port is angled near the handle. Device has been cleaned and lubricated, but the jaws still do not open fully or remain closed". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information tecomet was unable to perform a DHR review because the device was not made at tecomet, kenosha. Evaluation of the returned device from lot 06a1883181, showed that the jaws were not opening and closing properly, the jaws indeed were getting stuck and not fully opening as the complaint states. After the initial evaluation the device was then disassembled for evaluation of the internal components, and it was found that the spring and drive coupling (n00227) were faulty/worn causing the device to not open and close properly. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error at tecomet - kenosha. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "two applicators has failed after 6 months with near identical issues. Customer has been reporting this is happening with many of the new appliers. The jaws are getting stuck closed or not fully opening in certain positions as rotated, particularly when the flush port is angled near the handle. Device has been cleaned and lubricated, but the jaws still do not open fully or remain closed". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.